Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her brother-in-law (the patient) alleging that a cartridge was stuck in the pump and the device was rebooting. The reporter also indicated that the patient's blood glucose (bg) level was 66mg/dl. She also described the patient as being "out of it" and "not understanding what was going on or what he is looking for." The reporter was unable to provide details regarding the circumstance leading to the low bg episode. A follow-up call was made to the reporter by an animas representative that same day. The reporter informed the animas representative that the patient was in route to a hospital for assistance. The reporter denied that there was damage to the battery cap. The threads, spring, and brass contacts were reportedly intact. The reporter also denied damage to pump or exposure to moisture. No cracks or corrosion were noted. The reporter secured the battery cap. The pump booted up but then kept blinking on the verification screen. She did not know when the battery cap was last replaced. On (B)(6) 2011, another follow-up call was made to the reporter. The reporter mentioned that the patient was using the cartridge from the pump to manually deliver small amounts of insulin when his bg would rise. It was unclear how the patient was actually administering the insulin and when the patient started this process in relation to the low bg episode. The reporter mentioned on another follow-up call on (B)(6) 2011, that the hospital got his bg "leveled out." This complaint is being reported due to the following conclusion: the reporter claimed that the pump was not working and the patient received treatment from a hospital.